Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6) (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4); supplier: (B)(4). Product manufacture date: jun 13, 2016. Product expiration date: apr 30, 2025. The review showed that there were no issues during the manufacture or sterilization of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. There were no issues during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 2.5mm reaming rod broke in half when bent during an unspecified surgical procedure on (B)(6) 2016. There were no fragments generated. There was no delay in surgery or reported patient harm due to the reported event. No additional medical intervention was needed. This report is 1 of 1 for (B)(4).